Event description:
It was reported that a user experienced hyperglycemia after a meal when the meal announcement did not control glucose as expected while using the ilet with a compatible cgm, and a fingerstick confirmed a high blood glucose of 359 mg/dl despite no device alarms or infusion set leaks. Symptoms included hyperglycemia. Outcomes included phone-based troubleshooting and education with an infusion set change and subsequent improvement in glucose values. Investigation included user interview and guided troubleshooting. Investigation of this case revealed no device alarms, no confirmed hardware malfunction, and resolution after infusion set replacement and time, which is consistent with use-related or physiological factors such as underestimation of meal impact or site absorption variability. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.